Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that during the attempted implant of this right ventricular (rv) lead, the pacing impedance measurements above 3,000 ohms when measurements were taken on the pacing system analyzer (psa). A lead fracture was suspected and as a result, the rv lead was extracted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The complete lead was returned and visual inspection noted blood on the helix. A x-ray was taken of the lead body and no fractures or cracks were noted on the conductor coil. Close to the electrode end the conductor coils were slightly offset; however, the coils did not fracture, kink, or crack in this location. This offset most likely occurred during the implant procedure. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
--